Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device passed the rewind, basic occlusion, and displacement test. No motor error alarm noted during testing. The motor passed the motor test. The device had minor scratches on the display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump was alarming motor error and the device stopped. Customer rewound the device and alarm has been reoccurring for two days. Customer's blood glucose was 116 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.